Event description:
The info rec'd indicates the head section of the bed is drifting down slowly.

Manufacturer narrative:
The technician isolated the issue to a stuck head down valve. He replaced the head down valve solenoid to repair the bed.